Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 287 mg/dl. No additional information provided.

Manufacturer narrative:
Findings: unit had constant motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to motor error alarm. Unit had cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.